Manufacturer narrative:
An event regarding corrosion involving an accolade stem was reported. Wear of the stem was also confirmed as a result of a mar. Method & results: device evaluation and results: a visual inspection was performed on the returned device by a material analysis engineer which noted the following; [...] The devices were examined with the aid of a stereo microscope at magnifications up to 50x. The hip stem was observed to have explantation damage and biological fixation. The thread of the stem showed signs of impact damage. Darkening of the stem was observed at the trunnion and was further analyzed in the sem.[...] Material analysis: a material analysis of the returned device concluded; [...] The hip stem showed signs of explantation damage and biological fixation. The thread of the stem was observed to have impact damage. Eds showed that the hip stem was consistent with astm f1813. The dark stain on the stem trunnion was consistent with a corrosion product and biological material. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined.[...] Medical records received and evaluation: a review of the provided x-rays and mar by a clinical consultant noted the following: [...] Procedure-related factors: cup malposition with impingement although type and extent are not clear from the available information. Patient-related factors none. Device-related factors: none as also supported by the mar findings. Diagnosis: cup malposition of a non-stryker adept cup with metal-on-metal bearing in low anteversion has contributed to an overload condition in the arthroplasty with impingement and cup edge damage contributing to osteolysis around this cup with corrosion of the accolade/adept femoral head taper junction with pain requiring revision although the accolade stem was not involved in the principal failure mode.[...] Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusion: a review of the provided x-rays and mar by a clinical consultant concluded [...] Cup malposition of a non-stryker adept cup with metal-on-metal bearing in low anteversion has contributed to an overload condition in the arthroplasty with impingement and cup edge damage contributing to osteolysis around this cup with corrosion of the accolade/adept femoral head taper junction with pain requiring revision although the accolade stem was not involved in the principal failure mode.[...] No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
Revision of a tha was performed due to pain and misalignment. The edge of the adept cup was worn. The bone regeneration and darkening were confirmed at the stem and the corrosion was found in the neck of the stem.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Revision of a tha was performed due to pain and misalignment. The edge of the adept cup was worn. The bone regeneration and darkening were confirmed at the stem and the corrosion was found in the neck of the stem.